Manufacturer narrative:
Analysis was performed by onsite service personnel which included functional testing and troubleshooting. The results of the analysis determined that that nibp connector was defective. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty nibp connector. The issue was resolved by replacing the nibp cuff. After part replacement, the device was tested and confirmed to be functioning according to specifications. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on an earlyvue vs30 device indicating that the diastolic blood pressure is measuring low. When non-invasive blood pressure (nibp) is taken it manually they get a much different reading. The device was in use on a patient at time of event, there was no adverse event reported.